Event description:
It was reported that a review was needed after the patient came in for a routine follow up and upon interrogation error code 1005 was seen. Technical services (ts) reviewed the device data and confirmed that the patient received multiple shocks (B)(6) 2025 where the fifth shock in the ventricular tachycardia (vt)-1 zone was reversed polarity resulting in fc1005 a shock into open circuit condition. The shock impedance measurements were high and out of range. Ts noted that an additional shock was delivered as the rhythm accelerated into the ventricular tachycardia (vt) zone, and all shocks delivered in initial polarity returned in range. A review of the shock impedance trend showed a gradual increase in the values over the past year. Ts discussed that this right ventricular (rv) lead needs to be revised as it could be compromised while a shock into an open circuit does not indicate a compromised device. No adverse patient effects were reported. The lead remains implanted.